Event description:
When drawing a dose, a radiopharmacy technician noticed that there was a crack in the 3ml syringe they were using. This specific syringe was properly stored to allow for radioactive decay. Upon further inspection five more syringes were identified to have manufacturer defects. These defects range from holes to cracks to rough spots on the plastic. Those five syringes were sequestered and will be returned to the manufacturer. The lot numbers were not identified, however four of the five in our possession have the same number, c233, molded into the plastic on the syringe. The fifth has a number of 129 on the syringe. A sales representative from bd was contacted. He offered to come pick up the syringes I have and ensure they are returned to the manufacturer for failure analysis.